Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 50612362) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 50612362; manufacturing date: 2011-07; expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: new reporter (lawyer) added and the patient´s initials updated. No new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 50612362) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 50612362; manufacturing date: 2011-07; expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: case upgraded to serious incident and event foreign-body material has been removed added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 50612362) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:50612362 manufacturing date:2011-07 expiration date:2014-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50612362) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes in the menstrual cycle"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune problems"), bladder disorder ("bladder problems"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), amnesia ("memory loss") and alopecia (" hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, autoimmune disorder, bladder disorder, mental disorder, feeling abnormal, amnesia, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, amnesia, autoimmune disorder, bladder disorder, feeling abnormal, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. Lot number: 50612362, manufacturing date: 2011-07, and expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2022: follow up was received via lawyer: events (previous event: medical device removal) were specified: pain, changes in the menstrual cycle, allergic reactions, autoimmune problems, bladder problems, psychological problems, brain fog and memory loss, hair loss and hormonal problems. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50612362) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes in the menstrual cycle"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune problems"), bladder disorder ("bladder problems"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), amnesia ("memory loss") and alopecia (" hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, autoimmune disorder, bladder disorder, mental disorder, feeling abnormal, amnesia, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, amnesia, autoimmune disorder, bladder disorder, feeling abnormal, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. Lot number:50612362 manufacturing date:2011-07 expiration date:2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.